Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd micro-fine plus pen needle product protruded through the shield. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: four photos of a 31g x 5mm pen needle were returned from lot. No. 7207599, cat. No. 325104. Visual examination of the returned photos was carried out and a cannula through shield was observed. Visual examination of the returned photos was carried out and a cannula through shield was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of the cannula through shield was incorrect loading of the shield to the hub at the shielding station. CAPA(B)(4) was opened to address this issue. Supplemental MDR-investigation (05/25/2018).